Manufacturer narrative:
A maquet field service technician will investigate the reported device. A supplemental medwatch will be submitted when add'l info becomes available. (B)(4).

Event description:
It was reported that while in use on a pt, the gel device was not reading the flow correctly. Adding gel did not help so the device was swapped out for another. No reported pt effect. (B)(4).